Event description:
Patient arrested; defibrillated twice - first with 200 joules, then with 300 joules.3m defib pads, 41/2 in. X 4 1/2 in. Patient received 3" x 3" burn over right upper chest. The defibrillator paddle measures 3 1/8" x 5 1/16" and the defib pads measure 4 1/2" x 4 1/2" which dosen't cover the surface of the paddle unless placed diagonally. The nurse is uncertain about the placement of the pad in relation to the paddle. The defibrillator did not malfunction in the analysis. 3m company was contacted on 12/5/91 for different size pads. The other available size is 4 /12" x 6". Silvadene cream was applied to the burns on the patientdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: mated with incompatible equipment. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.